Event description:
It was reported that during a post-coronary drug eluting stenting treatment procedure, stent embolization occurred. The great than 70% stenosed, concentric, de novo target lesion was located in the tortuous and calcified right coronary artery (rca). The vessel was pre-dilated with an unspecified balloon. Then, a taxus liberte¿ 4.0x38mm stent was deployed in the rca. When the physician attempted to post-dilate with an unspecified balloon it was not possible to cross the already placed stent. Upon withdrawing the balloon, it ¿crushed the stent¿ dislodging it and the stent was removed along with the balloon. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is ¿stable¿.

Manufacturer narrative:
(B) (4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).